Event description:
It was reported that the customer's insulin pump was not functioning. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap and loose drive support disk. Further testing could not be performed due to the cracked end cap.